Event description:
The surgeon had implanted a locking blade plate in a pt using periarticular screws. The pt is described as large. The devices were used to revise an area of a large non-union that had not healed with a prior unk treatment. After an unknown length of time in situ, the periarticular screws fractured. The devices were revised by the practice partner of the original implanting surgeon.